Event description:
Reported via clinical study. It was reported that the patient experienced hypoxia. A left atrial appendage (laa) closure procedure was performed, and a 27mm watchman flx pro closure device was successfully implanted on (B)(6) 2025. Post procedure the patient was noted to have hypoxia and was admitted overnight for observation. A computed tomography (CT) scan, x-ray, electrocardiogram (EKG) and laboratory tests were performed. The patient needed oxygen therapy and was discharged on (B)(6) 2025.

Manufacturer narrative:
E1: initial reporter phone updated.

Event description:
Reported via clinical study. It was reported that the patient experienced hypoxia. A left atrial appendage (laa) closure procedure was performed, and a 27mm watchman flx pro closure device was successfully implanted on (B)(6) 2025. Post procedure the patient was noted to have hypoxia and was admitted overnight for observation. A computed tomography (CT) scan, x-ray, electrocardiogram (EKG) and laboratory tests were performed. The patient needed oxygen therapy and was discharged on (B)(6) 2025.